Event description:
It was reported that the patient received inappropriate anti tachy cardia pacing (atp) therapies for supraventricular tachycardia (svt) due to p wave under sensing observed on the implantable cardioverter defibrillator (ICD). The ICD delivered therapies instead of labeling the event as an svt. There were no reported patient consequences.